Event description:
It was reported that the brakes were not functioning properly. No adverse consequence reported.

Manufacturer narrative:
An investigation is currently underway and a follow-up MDR will be filed when additional information is available.